Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, rv and ra noise episodes were noted. The leads were kept in service and the device was first reprogrammed. Then later on the device was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.